Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during preparation for a transcatheter aortic valve replacement procedure, upon opening the jar which contained this vlv evolutfx-34, the white gasket ring was loose and a piece fell into and subsequently floated in the glutaraldehyde solution. The valve was removed from the jar, rinsed three times, and implanted into the patient. No patient complications have been reported as a result of this event.

Event description:
It was reported during preparation for a transcatheter aortic valve replacement procedure, upon opening the jar which contained this vlv evolutfx-34, the white gasket ring was loose and a piece fell into and subsequently floated in the glutaraldehyde solution. The valve was removed from the jar, rinsed three times, and implanted into the patient. No patient complications have been reported as a result of this event. Additional information was received to clarify the piece of the gasket ring was observed after the valve was implanted in the patient. It was further noted the individual who opened the valve jar was a new employee in training. This individual did not mention the piece of the gasket ring in the glutaraldehyde and the medtronic person did not see the gasket piece floating until after the procedure. It is unclear whether the piece fell into the glutaraldehyde before or after the valve was removed from the jar.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. E. Initial reporter first and last name were obtained. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.